Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used on an unknown date in 2020, and ¿a liver surgeon, had experienced gas embolism during liver resection¿. As this case occurred in the past, details such as the surgical method are unknown.¿. The surgery was completed without the use of an alternate device. There was no report of a device malfunction. This report is being raised on the basis of the reported injury of gas embolism incurred by a patient, with no indication of a device malfunction.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history record (DHR) review cannot be conducted as a serial number was not provided. The service history review cannot be conducted as a serial number was not provided. (B)(4). Per the instructions for use, the user is advised that improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value. Gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used on an unknown date in 2020, and ¿a liver surgeon, had experienced gas embolism during liver resection¿. As this case occurred in the past, details such as the surgical method are unknown.¿. The surgery was completed without the use of an alternate device. There was no report of a device malfunction. This report is being raised on the basis of the reported injury of gas embolism incurred by a patient, with no indication of a device malfunction.